Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted customer service to report the micropore-surgical tape 1x10yds irritated the patient skin. Caregiver will talk with the registered nurse (rn) about another tape to order. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).